Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 150 mg/dl. Customer stated that they screwed up the insulin pump and it could not work. Customer was treated with food and ate cookies. Customer declined for troubleshooting of low blood glucose on insulin pump. Customer took bolus, however it got timed out. The insulin pump will not be returned for analysis.